Event description:
The rptr stated that cerebrospinal fluid was observed to be leaking from the device at the connection site just below the stopcock at the zero point on the accudrain. The device was replaced. Integra has requested additional info from the rptr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.